Event description:
A peritoneal dialysis (pd) nurse reported a pt had several lab results showing increased while blood cell counts (wbc) in her pd fluid, without having a positive culture. The following is based on the medical records provided by the pt's treatment facility. The pt had a confirmed coagulase (B)(6) contamination peritonitis on (B)(6) 2014. The pt was treated with vancomycin 2g and ceftazidime 1g intra-peritoneal. The pt has also had gastro-intestinal symptoms of diarrhea and constipation. No further complications have occurred and the she has been able to continue with her pd therapy.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.